Event description:
It was reported that during an arthroscopy, the t2 implant of the fast fix 360 curved couldn't be deployed. The t1 implant and the t2 undeployed were removed from the patient. The procedure was completed using a smith and nephew back up device. It is unknown if there was surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. An evaluation of the customer provided images showed t1 and t2, and part of suture thread. The rest of the device is not on the picture, hence, no lot number nor ref number can be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.